Event description:
It was reported after puncturing the femoral vein, bleeding was noted from the hemostasis valve of the introducer. The device was discarded at the hosp. There were no consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event remains unk. Date report submitted to FDA by MFR: 08/31/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.